Event description:
Lead was explanted and a new lead was implanted. Patient was stable post procedure.

Event description:
It was reported that when patient presented in clinic for a device change out procedure due to advisory, upon fluoroscopy externalized conductors was observed on the rv lead. No other anomalies was observed on the rv lead and all values were within stable range. Patient was referred to another hospital for lead explant procedure. Patient was stable. No further information available.

Manufacturer narrative:
A partial lead with the lead tip was returned in one piece for analysis. External abrasion was noted at 9.3cm¿ 10.1cm from the distal tip consistent with the friction to another device or feature of the patient anatomy. The etfe coating was intact in this location.